Event description:
Additional information: cormet revision after 7 years, 7 months, due to "release of metal idons from the resurfacing system". Primary surgery was carried out in (B)(6) 2005.

Manufacturer narrative:
(B)(4) final report: patient medical history, post primary and pre-revision x-rays, explant and reason for revision were requested in order to progress with the investigation. However, these have not been provided, therefore there was limited information available for the investigation. Available device manufacturing records were reviewed and it was found that the part associated with the records conformed to material and dimensional specification. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Manufacturer narrative:
(B)(4) final report: patient medical history, post primary and pre-revision x-rays, explant and reason for revision were requested in order to progress with the investigation. However, these have not been provided, therefore there was limited information available for the investigation. Available device manufacturing records were reviewed and it was found that the part associated with the records conformed to material and dimensional specification. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Additional information: cormet revision after 7 years, 7 months, due to "release of metal idons from the resurfacing system". Primary surgery was carried out in (B)(6) 2005.